Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a clearlink system non-dehp secondary medication set. This occurred during patient use. It was stated that the line would only flow for a short amount of time then stop causing the secondary medication to not be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.